Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer erroneously loaded reagent probe cleaner instead of sample diluent. Ccc instructed the customer to replace the sample diluent, prime, and replace the integrated multi-sensor technology (imt) sensor. Ccc has also instructed the customer to run condition and dilution check along with quality control (qc), which resulted within range. The cause of the discordant sodium result on one patient sample was due to a user error.the instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on one patient sample on a dimension exl 200 instrument. The initial result was reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The repeat result was reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.